Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor broke off in the belly, a piece was left in the belly. The customer¿s blood glucose value was 70 mg/dl and treated with orange juice. The customer was able to remove the electrode from the belly. The device will not be returned for analysis.